Event description:
Patient had an endeavor sprint drug-eluting stent implanted in the rca. Approx 48 months post implantation revascularization of the svg was performed and an integrity bare metal stent was implanted. It was assessed that this event was not related to the study stent. Approximately 51 months post index procedure revascularization of the svg1 was performed with ballooning only and 1 non mdt stent was implanted in the rca. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (revascularization). Conclusions: inherent risk of procedure ¿ (revascularization). (B)(4).